Event description:
Later, the device was explanted.

Event description:
Boston scientific crm received information that this pacemaker exhibited 1.5 years longevity remaining at a device check, and then declared elective replacement time (ert) approximately two weeks later. Technical services (ts) recommended the device be replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.